Event description:
Caller reported that insulin gauge displayed an amount different than expected. There was no adverse impact to the customer¿s blood glucose level. Customer was educated to use room temperature insulin when filling the cartridge and completed steps to remove air from the cartridge. Technical support guided customer through the process of loading a new cartridge, resolving the issue.